Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o- lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of could not reproduce - did not match complaint description to be related to the customer reported complaint. Visual inspection was performed and no damage to the instrument cables were observed. The large hem-o-lok clip applier instrument had no loose or broken cables. Additional observations not reported by site were also identified: the large hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests multiple times. The grips clip test was performed and failed multiple times. The clip was unable to successfully clip onto the tubing after multiple attempts. No damage to the grip tips were observed. The large hem-o- lok clip applier instrument was found to have an input disk broken and had hairline cracks on the grip input shafts. An input disk #6 was found broken into pieces inside of the housing. This failure likely caused the failed clip test observed during in-house testing. The root cause of this failure is attributed to mishandling/misuse. The large hem-o-lok clip applier instrument bearings had signs of corrosion and the pitch and grip input disk bearings exhibited orange discoloration. The root cause of the corroded/ contaminated instrument bearings is typically attributed to mishandling/misuse, most commonly caused by the improper cleaning/reprocessing techniques. The instrument was found to have degraded the entire length of the main tube surface. The root cause of the degradation of the instrument main tube is typically attributed to mishandling/misuse, most commonly caused by the improper cleaning/reprocessing techniques. A review of the instrument log for the large hem-o-lok clip applier (470230-12/ n112105030036) associated with this event has been performed. Per logs, the large hem-o- lok clip applier instrument was last used in a procedure on (B)(6) 2022 on during a sacropolpopexy with hysterectomy performed on system (B)(4). The alleged instrument had 36 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. This complaint is being reported based on the failure analysis findings: the large hem-o- lok clip applier instrument had failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted sacropolpopexy with hysterectomy surgical procedure, the large hem-o- lok clip applier instrument had broken cable. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.